Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
On (B)(6) 2025, during the use of a PICC line, a maintenance replacement was performed using a needle-free closed infusion connector with a septum. Leakage was detected during the infusion process, and the connector was immediately replaced. Adr also states, "preliminary analysis suggests that individual products were compressed during the manufacturing process, preventing proper connection of the connector".

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 385100 and lot number 4100577. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No new information.